Event description:
This pt was presented to the interventional lab for repair of a lesion located in the superficial femoral artery (sfa). There were severe calcification, mild vessel tortuosity and 99% stenosis. The information states that the physician accessed the femoral (left or right unk) artery utilizing the sheath introducer (brand and size unk). He inserted the guidewire (cruise, size unk/getz bross) across target lesion via the sheath introducer, with no difficulty. And he advanced the prepared savvy other the guidewire through the sheath introducer. The savvy was advanced to the target lesion and as he inflated the balloon, it ruptured at 3atm. There was no information about the procedure after this balloon rupture, but the procedure was finished successfully. There was no adverse consequence to the pt.